Manufacturer narrative:
The provided instrument screenshot showed a failed calibration for folate. No dhea calibration information was provided. The customer stated that qc before the event was acceptable but the day after it had failed. During the initial field engineering specialist (fes) service visit, the fes replaced the pinch tubing. He adjusted the photomultiplier tube high voltage. He performed a blank cell calibration during a follow-up service visit, the fes found the measuring cell was misadjusted. He performed instrument check testing with acceptable results. The customer ran qc testing with acceptable results. The fes service activities resolved the issue. No further issues following the service visits.

Event description:
The reporter initially complained of calibration and qc failures on their cobas 8000 e 801 module. The customer had tried multiple calibrations using fresh calibrators. After performing troubleshooting, the customer retested some plasma patient samples. From which 1 patient had discrepant elecsys folate iii assay results and 1 patient had discrepant elecsys dhea-s results. For patient 1: the initial folate result was 740 ng/ml. The same patient sample was tested on another cobas e801 with a folate result of 241 ng/ml. For patient 2: the initial dhea result was 437 ug/dl. The same patient sample was tested on another cobas e801 with a dhea result of 216 ug/dl. Patient 2 is a (B)(6)-year-old female with a date of birth that was requested but not provided. The results in question were reported outside of the laboratory. The results from the other cobas e801 were deemed to be correct. There was no information provided to reasonably suggest that an adverse event occurred. The folate and dhea reagent lot information was requested but was not provided.